Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 235 mg/dl; cause was unknown. A bolus with the pump was administered prior to the ER visit and while in the ER customer received a CT scan and further "tests" were run to address the elevated bg. Customer was discharged later the same day with the issue ultimately resolved and no permanent damage. Customer continued to use the pump for insulin therapy.